Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The solicitors letter reported that the patient suffered personal injury as a result of the failure of stryker hip implants in relation to metal on metal. The devices were implanted during primary surgery in (B)(6) 2008.